Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral retrograde approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. After a jupiter fc guide wire crossed the lesion, a 7.0mmx60mmx135cm sterling balloon catheter was advanced for pre-dilation. However, upon inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.